Event description:
Ventricular lead malfunction in permanent pacemaker; findings: insulatin disruption of the ventricular leads of permanent pacemaker with impedance of less than 200. Ventricular lead was replaced.